Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Reportedly, the pt had not been seen in the clinic for two years, but there was no reported trauma or medical changes during this time. On september 08, 2008, the pt presented at the clinic reporting four or five months of declining performance when using the cochlear implant system. Testing at the clinic showed multiple open circuit electrodes. Results of an integrity test done on october 03, 2008 were consistent with normal receiver/stimulator function with multiple open circuit electrodes. The pt's device was explanted in 2008, and a new device was reimplanted during the same surgery.